Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced due to the need of MRI (magnetic resonance imaging). No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.